Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected number ramping or scroll bar moving with no input noted during testing. Analysis was unable to test for bolus anomaly due to no button response. The insulin pump had cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not stop scrolling when setting up bolus. The customer's blood glucose was unknown at the time of incident. The customer stated that the bolus would go up until it maxed. The insulin pump will be returned for analysis.